Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent a surgical procedure for an unrelated issue. Prior to the procedure, the patient did not set their ipg into surgery mode. In turn, the patient's ipg was deemed inoperable following the procedure. Troubleshooting was unable to provide resolution. As a result, the patient plans to undergo surgical intervention to provide resolution.

Manufacturer narrative:
Corrected data: h9 - changed from 1627487-060217-001-c to 1627487-0602017-001-c.

Event description:
Additional information gathered revealed the patient's ipg was explanted and replaced to address their issue.